Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implants located in buccal positions number #24 & #26 failed due to implant pain. The doctor confirms that the dental surgical procedure was not completed with another implants on the same day and that the patient will have to return in the future to complete it. The main reason why the implant was removed from the patient's mouth was because of pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Two impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) were returned for investigation. No damage identified or signs of malfunction that would contribute to the event. Some discoloration observed on apex of one implant and cover screw attached to other implant. Measurements match drawing. (Cal3839 exp. 30-aug-23). The devices could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was low bone density ¿ type iii. Teeth locations: 24 & 26. DHR review for the lot number (1247604) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op120). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1247604) for similar events and no other complaint was identified. (Complaint category keyword(s): medical: pain). Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.